Event description:
It was reported the patient presented to the emergency department via ambulance with altered mental status, fever of 101.2 degrees, an infected right leg due to cellulitis, hypotension, and renal failure. Septicemia was reported. Intravenous dopamine was started, however, the patient died in the ER. Per the hcp, the death was not related to the device/lead system. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4)

Event description:
It was reported the patient presented to the emergency department via ambulance with altered mental status, fever of 101.2 degrees, an infected right leg due to cellulitis, hypotension, and renal failure. Septicemia was reported. Intravenous dopamine was started; however, the patient died in the ER. Per the hcp, the death was not related to the device/lead system. Follow up revealed the cause of death to be septicemia.